Event description:
Additional information was received from the rep. As resolution, they reported there weren¿t many steps they could take the resolve the issue. They ran an impedance check on implant date and waited 2 weeks to see if there was potentially fluid in the header and that¿s why they were getting impedances. The issue didn¿t resolve so they were schedule to do a lead revision on (B)(6). Lead removal or replacement was planned. On 2026-apr-17, additional information was received from the rep. Regarding the lead issue, they waited to see if it would resolve with time. It didn¿t so they were replacing it now on (B)(6). As stated previously, the lead was wrapped around the battery and kinked. When they ran an impedance check, it was green. When they checked again post op, they had impedances on all electrodes. They decided to give it 2 weeks to see if there was potentially fluid around the header. It didn¿t resolve so more than likely the lead was damaged and we didn¿t know it at the time because an impedance check was just a moment of time. As re solution, patient was scheduled for a lead replacement and they will be using the current battery as there was nothing wrong with the current battery. They thought potentially there was fluid around the header which was why they waited. The cause of the fluid in the header was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1kbvv serial# implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since the first day they had issue with their implant and they were waiting to see if it will fix by itself, patient said that now they were checking if their implant could be replaced. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "they had issue with their implant", the hcp stated that the interstim was not functioning. This was not caused by the normal battery depletion. The cause of the issue with their implant was not determined. When asked about the steps taken to resolve the issue, the revision of interstim was planned. The issue was not resolved and no further action taken. The device removal/replacement was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: (B)(6) serial#, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-26 additional information was received from the manufacturer representative (rep). The rep stated that the ins was removed on (B)(6) 2026. The device was not returned as it was determined that the ins was not the issue, the lead was. The rep spoke with the patient and physician. When the physician went to replace the battery, the patient¿s lead was kinked and wrapped around the battery. When an impedance check was done in the operating room, they got green on all electrodes. The rep went to go set the patient and got impedances on all electrodes. The decision was made to see if time would help correct this issue. It has not. The patient has lost substantial weight which is why they thought that the lead got wrapped up and kinked. The rep has advised for a lead revision and to keep the battery as the battery was not the issue.